Event description:
Tourniquet was properly placed on pt's right arm and the connectors were tightened. Medication was injected. The tourniquet allowed blood flow into operative site. The tourniquet had to be removed and a new one applied. The pt required 7.5 cc 2% xylocaine add'l medication, and the or time was extended about 20 minutes.